Event description:
Country of complaint: (B)(6). The suture detached from the needle. Resulted in some delay in procedure (unknown length of extension).

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: two open pouches. There are no previous complaints of this code batch. There are no units in OEM stock. We have received two open samples, one of the packs was empty and the other had a needle detached from the thread. Without any closed sample we cannot carry out an appropriate analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detach needles, but the conclusion is not corresponding (not justified), according to the in process control results when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified).